Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 3.7, 3.6, 4.8, 4.9. Precision problems on the inratio meter. Customer tests everyday. Reports that she has been having problems with precision for quite some time. Customer reports that she is having problems with lot no. 233039. She received a different lot no. Previously and the results matched. She went back to using these strips, because she didn't have any others. She takes between 7.5 - 20 mg of coumadin every day. Patient is not on heparin or lovenox and has not been hospitalized. Patient does not have cancer and is not anemic. Patient does not have hypo/hyperthyroidism and is not taking any antibiotics. Patient does not have lupus or aps.

Manufacturer narrative:
Investigation pending.